Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had intermittent loss of capture. Threshold outputs have risen to 5 volts at 1.0 milliseconds and isometrics performed saw some low-level noise. There were no reported patient symptoms. The field representative suspects there may be a clavicular crush. The patient was sent for an chest x-ray and will be seen again later in the month. For now, the lead remains in service. No adverse patient effects were reported.